Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastric sleeve surgery, the device did not perform expected coagulation. Sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. Re-grasp alert was asked but unknown. The muscle tissue being sealed was less than 7mm. Another ligasure was used with the same generator and it worked fine.

Event description:
According to the reporter, during a gastric sleeve surgery, the device did not perform expected coagulation. Sealing was inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. The muscle tissue being sealed was 7mm. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.